Event description:
It was reported that, prior to the procedure, the surgeon tried to adjust the power on the console above 5 watts however he encountered a convergence failure, which appeared on the screen. The technician at the hospital recalibrated the console, however the values still stayed at 0 in pulser mode. As a result, the procedure was not able to be started. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.